Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited myopotential oversensing. Review of the stored electromyogram revealed a history of non-sustained right ventricular oversensing. Programming changes were discussed but not made. The patient experienced no consequences and will continue to be monitored.